Event description:
Event verbatim [preferred term] a tourist had left his heat patch ("thermacare") and something trickled out of it (active component, amongst others iron powder). [Accidental exposure to product] , red eyes [ocular hyperaemia] , started coughing [cough] , heat patch ("thermacare") and something trickled out of it [device leakage] , . Case narrative:this is a spontaneous lay media report published in a newspapaer "bild duesseldorf" which was reported by a contactable consumer via local department. This newspaper article reported same events for 3 patients. This is the first of 3 reports. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. It was reported that three guests of a bar suddenly had red eyes and started coughing. A tourist had left his heat patch ("thermacare") and something trickled out of it (active component, amongst others iron powder). The ambulance and an emergency physician arrived. The heat patch was hermetically wrapped, the guests of the bar were examined and brought to a hospital as a precaution. Action taken with thermacare heatwrap and the outcome of the events was unknown. Severity of harm: s3. Additional information has been requested and will be provided as it becomes available. Follow-up (10feb2017): follow-up attempts completed. No further information expected. Follow-up (14dec2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (11nov2019): new information received from product quality complaints (pqc) group included: severity of harm was assessed as s3. Company clinical evaluation comment: based on the available information, the events red eyes and coughing allegedly "something trickles out of heatwrap (active component, amongst others iron powder)" were considered serious medical conditions requiring intervention to preclude serious outcome. A causal relationship between the suspect device and the events cannot be ruled out. This case will be re-assessed should additional information becomes available., comment: based on the available information, the events red eyes and coughing allegedly "something trickles out of heatwrap (active component, amongst others iron powder)" were considered serious medical conditions requiring intervention to preclude serious outcome. A causal relationship between the suspect device and the events cannot be ruled out. This case will be re-assessed should additional information becomes available.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: s3.

Event description:
Event verbatim [preferred term] a tourist had left his heat patch ("thermacare") and something trickled out of it (active component, amongst others iron powder). [Accidental exposure to product], red eyes [ocular hyperaemia], started coughing [cough], heat patch ("thermacare") and something trickled out of it [device leakage]. Narrative: this is a spontaneous lay media report published in a newspaper "bild duesseldorf" which was reported by a contactable consumer via local department. This newspaper article reported same events for 3 patients. This is the first of 3 reports. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip), from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. It was reported that three guests of a bar suddenly had red eyes and started coughing. A tourist had left his heat patch (thermacare) and something trickled out of it (active component, amongst other iron powder). The ambulance and an emergency physician arrived. The heat patch was hermetically wrapped, the guests of the bar were examined and brought to a hospital as a precaution. Action taken with thermacare heatwrap and the outcome of the events was unknown. Product quality complaints group provided followings: summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: s3. Follow-up (10feb2017): follow-up attempts completed. No further information expected. Follow-up (14dec2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (11nov2019): new information received from product quality complaints (pqc) group included: severity of harm was assessed as s3. Follow-up (18nov2019): new information received from product quality complaints group included: product updated from thermacare heatwrap to thermacare lower back & hip, summary of investigation, and conclusion. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number 1066015-2019-00281 and MFR report number 1066015-2019-00494 are duplicate. All subsequent follow-up information will be reported under MFR report number 1066015-2019-00281. MFR report number 1066015-2019-00494 is to be considered as deleted. Follow-up attempts are completed. No further information is expected. Comment: based on the available information, the events red eyes and coughing allegedly "something trickles out of heatwrap (active component, amongst others iron powder)" were considered serious medical conditions requiring intervention to preclude serious outcome. A causal relationship between the suspect device and the events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time.

Event description:
Event verbatim [preferred term] a tourist had left his heat patch ("thermacare") and something trickled out of it (active component, amongst others iron powder). [Accidental exposure to product], red eyes [ocular hyperaemia], started coughing [cough], heat patch ("thermacare") and something trickled out of it [device leakage], . Case narrative:this is a spontaneous lay media report published in a newspapers "bild duesseldorf" which was reported by a contactable consumer via local department. This newspaper article reported same events for 3 patients. This is the first of 3 reports. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. It was reported that three guests of a bar suddenly had red eyes and started coughing. A tourist had left his heat patch ("thermacare") and something trickled out of it (active component, amongst others iron powder). The ambulance and an emergency physician arrived. The heat patch was hermetically wrapped, the guests of the bar were examined and brought to a hospital as a precaution. The action taken with thermacare heatwrap and the outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (10feb2017): follow-up attempts completed. No further information expected. Follow-up (14dec2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the available information, the events red eyes and coughing allegedly "something trickles out of heatwrap (active component, amongst others iron powder)" were considered serious medical conditions requiring intervention to preclude serious outcome. A causal relationship between the suspect device and the events cannot be ruled out. This case will be re-assessed should additional information becomes available., comment: based on the available information, the events red eyes and coughing allegedly "something trickles out of heatwrap (active component, amongst others iron powder)" were considered serious medical conditions requiring intervention to preclude serious outcome. A causal relationship between the suspect device and the events cannot be ruled out. This case will be re-assessed should additional information becomes available.